Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed damage to the main body. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the edge of the groove (main body) of the minicap extended life pd transfer set was broken. This was observed during use of the device for peritoneal dialysis therapy. The set was in use for approximately one (1) month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.